Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that per medical records on (B)(6) 2009 the patient underwent a surgery. Preoperative diagnosis: junctional stenosis l2-3, status post posterior spinal fusion l3 to l5. Procedures performed: removal of hardware l3-5; revision decompression l2-3; instrumented posterior spinal fusion l2-5 using tsrh 3d instrumentation, local bone and bmp. Perop notes: removed the rod, the connectors and 2 pedicle screws on the patient's right sided l4-5. The screws were saved and measured. They measured 6.5*30mm. Instrumentation from the left side was then removed. After removing the screws, proceeded with decompression. Decorticated the transverse process of l2 and the fusion mass at l3 and then placed collagen sponges soaked with bmp and mixed with graft pallets and the local bone in the lateral gutters. After confirming the position of the screws tightened the connecters and secured the rod and screws. On right side decorticated and placed bmp, and then placed another 8cm rod connecting pedicle screws at l2, to those at l4 and l5. Then irrigated the wound. On (B)(6) 2009 the patient was discharged with following diagnosis: status post revision decompression l2-3 and instrumented posterior spinal fusion l2 to l5 using local bone and bone morphogenic protein as well as instrumentation. On (B)(6) 2009 the patient was presented for follow up visit. He underwent xrays. Impressions: patient's lumbar spine reveals his instrumentation in good position. There is ample bone graft density present in both lateral gutters. On (B)(6) 2009 the patient was presented for office visit due to residual pain and some radiating stress into both lower extremities. The patient underwent xrays. Impressions: patient's lumbar spine demonstrated his instruments to be unchanged in alignment. There is ample bone graft density present in both lateral gutters.